Manufacturer narrative:
A1: patient identifier: requested, unknown a2: date of birth: requested, unknown a4: weight: requested, unknown d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: contact name: requested, unknown e1: telephone number: requested, unknown e3: occupation: requested, unknown the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after the coronary angiography procedure, a 6fr angio-seal was selected for closure. The operator assembled the sheath and dilator, then advanced the sheath into the puncture site over the product's guidewire. When blood was observed spurting from the bleeding hole, the sheath was withdrawn to a position where bleeding stopped. It was then re-advanced to the point where bleeding just began. After confirming the position, the dilator and guidewire were removed together. During the process of separating and inserting the main body into the sheath, the main body could not be inserted into the sheath. Multiple attempts were unsuccessful, so a new product was used instead. There was no blood loss. Additional information was received on 18aug2025: the procedure performed for the patient prior to the use of the angio-seal was a coronary angiography surgery. The procedure sheath was used was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The operator opened the tin foil packaging and then inserted the carrier tube into the sheath tube; the carrier tube could not be inserted into the sheath tube. After multiple attempts, the two components were not successfully mated. A new product was used to complete the procedure. A pre-deployment angiogram was performed. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, carrier tube, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in forward lock position and with the tamper tube and suture deployed. A section of the suture was also noted to be protruding from the sheath cap and was separate from the carrier tube. The bypass tube was also noted to be near the base of the carrier tube. The sample was returned for evaluation and the device was noted to be in used condition and carrier tube in forward lock position. The tamper tube and suture were noted to be deployed and suture segmented. Based on the available information, it appears that the components were attempted to be mated but were unable to and then separated. As a result, the complaint can be confirmed for an assembly difficulty issue of the sheath and carrier tube. The exact root cause could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).